Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tube of a large volume infusor separated from the port. This was discovered upon opening the device packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured july 13, 2015- july 14, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a separated tubing set. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.